Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has 11% battery remaining. Technical services (ts) noted the estimated the device was at 30% in (B)(6) 2022. Device data confirmed that the power consumption is increasing in a gradual fashion. Ts recommended a device replacement. There were no adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 11% remaining to 10% remaining. The device triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 11% remaining to 10% remaining. The device triggered a battery depletion alert. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. This device was explanted and replaced. No additional adverse patient effects were reported.